Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown g4: PMA/510(k) # = exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the distal end of the basket of 'engage nitinol stone extractor' had an abnormal open and close during ureteral stone removal procedure. The issue was discovered during inspection of the basket before procedure. It was found that the front part of the basket opened and closed abnormally when the operating handle was pushed, and it could not be completely tightened. The procedure was completed using another basket. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: event description it was reported that the ngage nitinol stone extractor basket would not open/close properly during a stone removal procedure on the same day. Another device was used to complete the procedure. The malfunction occurred before use of the device on the patient therefore, the patient reportedly did not experience any harm in this event. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU). Additionally, cook conducted a visual inspection, functional test, and dimensional verification of the returned device. The document-based investigation was performed as stated above. The review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaints with the same lot number shows no other complaints. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming products exist either in house or in the field. Cook has concluded that the device was manufactured to specification a review of the product labeling found that the IFU, t_shef_rev1, packaged with the device contains the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. One device was returned to aid in the investigation. Cook observed that the support sheath was bowed, and the basket sheath was flattened/smashed 1.6 cm from the distal tip. During functional testing, the handle did actuate basket formation. However, when the basket formation is in the closed position, the basket does not fully close. Based on the information provided, the results of the investigation, and inspection of the returned device, a definitive root cause for this event could not be established. The returned device was found to have a basket that would not fully close due to sheath damage. The small sheaths that hold the basket wires in place were torn, preventing the basket from opening or closing properly. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.